Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the implant was stuck in the cartridge. There were no adverse effects to the patient. The procedure was completed using another unspecified replacement lens. Additional information has been requested.